Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/11/2021. H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the product code and lot number involved. The lot number rcmdet corresponds with j316w. The lot number is not reported by the sales rep and is unknown. No further information will be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: could you please confirm how many devices present the issue (pull off suture needle)? The reported qty of product involved is 4. Could you please clarify how many pieces or boxes present the issue? The reported qty of product involved is 4. Could you please provide lot number? No further information is available. Did the surgery was completed successfully? No further information is available. Note: in event description indicates ""the suture was detached from the needle"" it refers to one suture/needle. Also: another package was opened, but the same issue occurred, so another box was used for the surgery. It is unclear how many pieces present the issue. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 g/m. Events reported: 2210968-2021-07821.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, when passing the needle through the muscle layer, the suture was detached from the needle. It was a control release needle. Another package was opened, but the same issue occurred, so another box was used for the surgery. Further details are not provided from the hp. No sample will be returned. There were no patient consequences reported. Additional information was requested.